Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was positioned in the choledoch channel and attempted to be deployed. The stent was able to be released 60% but could not be fully deployed from the delivery system. The partially deployed stent was removed from the patient and the procedure was completed with another wallstent biliary stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was positioned in the choledoch channel and attempted to be deployed. The stent was able to be released 60% but could not be fully deployed from the delivery system. The partially deployed stent was removed from the patient and the procedure was completed with another wallstent biliary stent. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 20feb2015: the wallstent biliary stent was used in the biliary during a stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 9mm x 70mm biliary obstruction. Reportedly, the patient anatomy was not tortuous and had been dilated prior to the stent placement. No visible damage was noted to the stent system prior to the procedure there were no patient complications reported as a result of this event.

Manufacturer narrative:
A wallstent¿ biliary stent system was received for analysis. Visual examination of the returned device found that the stent was fully mounted onto the delivery system. It was noted that the clear outer sheath was distal to the tip of the device. The stainless steel shaft was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the shaft. During the product analysis the investigator was unable to deploy the stent of the device. A visual examination confirmed that the blue outer sheath had fully detached from the valve body. A fillet of glue could be seen at the distal end of the valve body. An attempt was then made to deploy the stent by manually retracting the outer sheath however this proved unsuccessful. The dark blue outer sheath was kinked at various positions along its length. The outer sheath was accordioned and there was also evidence of stretching at the proximal end of the sheath. This type of damage is consistent with excessive force being applied to the delivery system. This damage may have occurred during attempts to deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath. The investigator noted that it was not possible to advance and retract the inner. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The damage identified during the product analysis consistent with excessive force being applied to the delivery system. The noted damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was positioned in the choledoch channel and attempted to be deployed. The stent was able to be released 60% but could not be fully deployed from the delivery system. The partially deployed stent was removed from the patient and the procedure was completed with another wallstent biliary stent. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 20feb2015: the wallstent biliary stent was used in the biliary during a stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 9mm x 70mm biliary obstruction. Reportedly, the patient anatomy was not tortuous and had been dilated prior to the stent placement. No visible damage was noted to the stent system prior to the procedure. There were no patient complications reported as a result of this event.